Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent an explant procedure. All device components were removed and were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(6). Model: sc-2218-50. Serial: (B)(6). Batch: 7109163/7109302. Product family: scs-linear leads upn: (B)(6). Model: sc-2317-50. Serial: (B)(6). Batch: 7073645.